Event description:
This is a report from a consumer with supplemental information provided by a nurse in the USA of patient made mistake/ touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 1.5% , low calcium (cal) ambuflex , dianeal pd4 2.5%, low cal, ambuflex, dianeal pd4 1.5%, low cal ultrabag and dianeal pd4 2.5%, low cal ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported whether the dianeal therapies were ongoing. During a call with baxter customer services, the following was reported by the patient's wife. On an unreported date, the patient made a mistake of touch contamination (details not provided). On (B)(6) 2012, the patient experienced peritonitis. On the same day, the patient was hospitalized for the peritonitis. Treatment was not reported. At the time of this report, the patient's wife reported the patient was recovering from the peritonitis and was still in the hospital. On (B)(6) 2012 baxter global pharmacovigilance (gpv) contacted a peritoneal dialysis nurse (pdn) to request further information. The pdn declined providing information stating she did not have any information at the time regarding the patient's peritonitis. On (B)(6) 2013, baxter product surveillance contacted a pdn and received the following additional information. The pdn reported the patient just had another set of peritoneal effluent samples taken for culture that day. The results were not known yet. However, the pdn stated she hoped they will show that the patient has recovered. The pdn did not report whether the patient was still hospitalized. The pdn confirmed the cause of the peritonitis was due to a touch contamination by the patient (details not provided). The pdn stated on an unreported date, the patient was re-trained in proper aseptic technique and stated the patient will be re-trained again (date unspecified). The pdn confirmed the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should relevant additional information become available, a follow-up will be submitted. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the consumer and nurse both reported a break in aseptic technique by the patient described as touch contamination. The assignable cause for the break in aseptic technique is not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.